Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient's mother was unable to locate the sensor wire. Patient's mother does not see any portion of the sensor wire attached to the sensor pod or at the insertion site. The patient's mother did not report any injury or medical intervention.